Manufacturer narrative:
One opened probe was received with no tip protector, in a tray, for the report. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent and orange/brown foreign material on the bottom of the port face. The sample was functionally tested for actuation and cut. The sample was found to be non-conforming for actuation with the inner cutter broken at the port. The cut functionality of the probe was unable to be tested due to the actuation failure and broken inner cutter. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested due to the actuation failure and broken inner cutter. How and when the inner cutter became broken at the port cannot be determined from the evaluation performed and a root cause cannot be determined. A secondary contributing factor to the actuation failure is from the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut issue was unable to be confirmed and an exact root cause for the broken inner cutter and bent needle was not determined from this evaluation; therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter had a poor cutting during a vitrectomy surgery. The condition of actuation and aspiration was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).